Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the learning phase of ilet use, the patient experienced fluctuating blood glucose with excursions from 390 mg/dl to 71 mg/dl over approximately three hours while using a g7 cgm and an inset 23" infusion set (lot 6005493); the caregiver notified the company and received general education, with detailed medical guidance deferred to the trainer. Symptoms included no reported acute effects such as loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing was negative. Outcomes included self-management of lows with 13 grams of orange juice, no professional medical intervention, and no hospitalization. Investigation included complaint intake, troubleshooting, and education, with assignment for additional training. Investigation of this case revealed an unclear cause for the hyperglycemia and hypoglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.